Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd¿ pegasus catheter experienced leakage. The following information was provided by the initial reporter, translated from china to english: when the indwelling needle was punctured at 9:31, the indwelling needle entered the blood vessel, and when the needle was successfully withdrawn, the blood oozed from the bevel of the needle. Immediately remove the indwelling needle, press the puncture point, check the indwelling needle and find that the bevel of the needle was damaged, explain and apologize to the patient, and replace the indwelling needle with a new puncture at 9:32.

Event description:
It was reported that the unspecified bd¿ pegasus catheter experienced leakage. The following information was provided by the initial reporter, translated from china to english: when the indwelling needle was punctured at 9:31, the indwelling needle entered the blood vessel, and when the needle was successfully withdrawn, the blood oozed from the bevel of the needle. Immediately remove the indwelling needle, press the puncture point, check the indwelling needle and find that the bevel of the needle was damaged, explain and apologize to the patient, and replace the indwelling needle with a new puncture at 9:32.

Manufacturer narrative:
D.4 device expiration date: unknown e.1 initial reporter phone #:(B)(6) h.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.